Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing 50 units instead of the expected 240+ units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on removing air from the cartridge before filling it and assisted in filling and loading a new cartridge. Caller declined to deliver a 10.2 unit bolus to update the insulin estimate but agreed to monitor the situation and follow up if necessary.